Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2011 with dka and elevated blood glucose levels 590mg/dl. A review of the pump history indicated that the patient was not priming the tubing adequately. The patient was camping over the weekend leading up to the event. During this time the patient was not delivering bolus insulin and was not checking her blood glucose values. It was also reported that the cannula on the infusion set was bent.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4)